Event description:
It was reported that intima-ii y 24gax0.75in prn/ec slm had foreign matter. The following information was provided by the initial reporter: the patient was given an injection of 1.3 kg preterm baby at 20 o 'clock on 06/27. The injection location was the great saphenous vein, and the infusion process was normal. The next morning, when the evaluation was carried out, it was found that the tube was blocked and the fluid was not smooth, so the needle was pulled out, and there was a white unknown material at the tip of the catheter tube.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/5/2021. H.6. Investigation: a device history review was conducted for lot number 0294776. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the sample was evaluated by our team of quality engineers. Flow rate testing found that the device was nearly completely blocked by a white foreign body. The foreign material was removed and sent in for composition testing. Composition testing results were able to identify the foreign matter as biological in nature and unrelated to the manufacturing process.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that intima-ii y 24gax0.75in prn/ec slm had foreign matter. The following information was provided by the initial reporter: the patient was given an injection of 1.3 kg preterm baby at 20 o 'clock on (B)(6). The injection location was the great saphenous vein, and the infusion process was normal. The next morning, when the evaluation was carried out, it was found that the tube was blocked and the fluid was not smooth, so the needle was pulled out, and there was a white unknown material at the tip of the catheter tube.